Event description:
It was reported that the workstation on the 9800 system had an audio tone coming from it, when the system was off. Customer was advised that this is an indication of a supply power (facility power) drop or rise. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. It was recommended to the customer that they have their electrician check the supply power (facility power to room). It was noted that this was done and it had changed. The facility electrician confirmed a power issue down the hall from the room in question. Per the customer the electrician corrected the power problem. The system was tested and found to be working as intended and placed back into service.